Event description:
During a transaortic tavr procedure, six units of blood were transfused throughout the procedure due to blood loss and a drop in the patient¿s hemoglobin and hematocrit. Initially, access was obtained through a mini-thoracotomy. During the process of aortic purse string suturing, the physicians noted there was some bleeding at the sheath insertion site but were not concerned and felt it to be slight oozing. The ascendra 3 sheath was inserted and bav was performed. After the 26mm sapien valve was advanced the physician encountered difficulty while trying to cross the annulus with the valve. Multiple troubleshooting maneuvers were performed in order to try to cross the native annulus with the delivery system and valve. The patient remained hemodynamically stable up to this point. There was attempt to change the angle of the sheath to allow for coaxial alignment of the valve to the annulus, however, this too was unsuccessful. At this time CT surgeons noted that the mini thoracotomy was not large enough and the incision needed to be enlarged to allow for manipulation of the sheath and the delivery system. The patient began to drop blood pressure and the decision was made to place the patient on bypass pump and enlarge the chest incision. Once the incision was made, the sheath was manipulated and the valve was able to be placed. However, due to the fact that the valve had been at full crimp for over an hour and a half before deployment, it was decided to implant a second valve. The patient was still on bypass at this time and blood loss was noted to be moderate throughout case. The second 26mm sapien valve was deployed. Post procedure the sheath was removed, the incision was closed and the patient was taken off bypass pump and transferred to the cicu. It is uncertain if the drop in h&h was because the patient was volume depleted and needed blood, or if it was due to significant bleeding at the insertion site. The bleeding at the insertion site was attributed to the less than adequate durability of the purse strings and the manipulation of the sheath while the physician was attempting to get coaxial alignment of the sheath, delivery system and valve.

Manufacturer narrative:
This report is associated with manufacturing report # 2015691-2014-01554. According to the instructions for use (IFU), access site complications/cardiovascular injury are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening- finding the optimal access site, and critical to reducing access site complications. In addition it instructs on approach considerations and procedural steps in accessing the aorta, and sheath insertion techniques. The majority of transapical or transaortic access related bleeding complications (including aortic or ventricle ruptures) are related to surgical technique and/or sheath manipulation in diseased ventricles or aortas. In this case, per report, the bleeding at the insertion site was attributed to a combination of the less than adequate durability of the purse strings and the manipulation of the sheath while the physician was attempting to get coaxial alignment of the delivery system and valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.